Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was symptomatic and the atrial lead exhibited intermittent loss of capture. When the patient raised his arms noise was exhibited. The lead was capped.